Manufacturer narrative:
Sample has not been received for evaluation. Lot number is not available. A supplemental report will be submitted if additional relevant case information or the sample is received.

Event description:
It was reported that an (B)(6) female patient presented for reoperation on (B)(6) 2016 with pulmonary atresia was originally treated with a conduit made out of cormatrix ecm for a right ventricle to pulmonary artery that was completed back in (B)(6) 2015. The patient was approximately 4 weeks old at the time of the original surgery. During the reoperation for tricuspid regurgitation it was observed that the patient had severe tricuspid regurgitation with a small annulus as well as mild conduit stenosis and free insufficiency. The ecm was used to create a conduit which is an off-label use of the ecm. Additional details are unknown at this time.